Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information: photos were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric bypass procedure, there was malformation of staples in the fourth shot of the bypass. The surgeon reinforced using clips. There was no delay and surgery was successfully completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2021. Three photos received. During the visual analysis of three photos, the following was observed: the photos show a staple line on the tissue and a staple appears to be not properly formed. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.